Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The loaner device was previously returned to pentax medical from a customer on 26/feb/2018. Inspection of the suction arm was performed on 02/mar/2018 where the quality control inspector found the following: umbilical cable buckle/s. Insertion tube buckles at end of root brace. Passed wet leak test. Umbilical cable buckle at control body side. Customer complaint not stated. Umbilical cable dent. Passed dry leak test. Suction arm loose. Umbilical cable single buckled under pve root brace. Insertion tube crush under root brace. # 4 remote control button cover cracked. # 1 remote control button cover cracked. Insertion tube mild crush at stage 1. Insertion tube root brace broken. Inspection of the suction arm was performed and the device failed the inspection criteria. The scope's repairs to be performed where the loose suction arm was correction, and the unit will be returned to inventory. Parts replaced: insertion flex tube w/seg pb-free. Light guide cable. Bending rubber. Remote control button(1)pb_free. R.c. Button (4) pb-free. Segment steel braid. Insertion/s-nipple attaching screw. O-ring (1.5x3.4). O-ring(1.2x3.5). Suction connection tube.